Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results of "around 400 and 200 mg/dl" when tests were performed within 20 minutes. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.